Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed pain from the ucor hfams patch. Patient described the area as a sharp shooting pain across the chest & down the arm while wearing the device. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the pain is unknown.